Event description:
It was reported to medtronic minimed that the customer was hospitalized due to diabetic ketoacidosis (dka) and required a pump replacement. The event involved product(s) unk_sensor,mmt-1884,unomedical,mmt-332a, mmt-242a. The blood glucose value bg is 567 mg/dl. The customer was in the ICU for two days, received IV insulin, and reported symptoms of feeling sick/unwell, headache, and tiredness. High ketones were confirmed during hospitalization. The insulin pump was in use leading up to the hospitalization, but the pump was not working at the time of reporting, so the date/time could not be confirmed or corrected, and data upload to carelink personal was not possible. The customer declined further troubleshooting and has already completed previous steps for changing insulin, reservoir, and infusion set. The customer was in the hospital due to dka and will be discharged soon, requiring a pump replacement overnight. No further patient complications were reported. Unk_sensor,mmt-1884,unomedical,mmt-332a, mmt-242a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 11/06/2025 to 01/21/2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the ss event date of 27-jan-2026 and sap/customer's event date of 25-jan-2026. In further review of the formatted history file 1 week prior surrounding the date of 21-jan-2026, these pump error(s)/alarm(s) were noted: low battery alert was found on: 01/21/2026 06:26:00.000. Replace battery alert was found on: 01/21/2026 15:57:00.000. Replace battery now alarm was found on: 01/21/2026 16:28:00.000. 01/21/2026 16:38:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. Replace battery alert was triggered properly approximately 9.5 hrs after the low battery alert. Replace battery now alarm was triggered properly approximately 30 mins after the replace battery alert. No unexpected low battery alert, replace battery alert and replace battery now alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.15 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.